Event description:
It was reported that the o2 hose connected to the ventilator¿s o2 inlet was leaking. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that oxygen was leaking from the o2 hose. Identification of issue has been done by analyzing problem description and service report. There was no patient harm. Based on technician statement, the o2 hose has been replaced. On-site investigation could not confirm any damage on the hose. Purpose of the o2 hose is to supply oxygen to the ventilator. The issue was decided to be reported based on available information as defective o2 hose may lead to stop of ventilation or low o2. No parts have been returned for further investigation. The root cause to the reported issue has not been determined.